Event description:
The surgery center reported that a laser vision correction patient developed epithelial ingrowth on right eye (od) at seventh day post op exam after a flap lift enhancement. The visual acuity (va) was unaffected at 20/20. The patient¿s comments were that there were no symptoms and is seeing well. Follow up revealed in order to remove the ingrowth; the surgeon did irrigation at the slip lamp without lifting the flap. At 3 weeks post op exam, the surgeon noted there was a slight ingrowth after the irrigation treatment but no further surgical intervention was required. The ingrowth has remained stable since the last follow up visit at 4 months post op exam, at which the patient has been released from care.

Manufacturer narrative:
(B)(4): the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.